Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The returned target guide was functionally tested by mounting both a right and left nail. The appropriate cannula and drill was used in the various target guide hole locations to target the distal holes and all the distal holes targeted correctly. The device history records were reviewed and the records indicated that the device met specifications at the time of manufacture. The targeting guide had a potential field age of approximately 5.5 years at the time of the reported incident with an unknown usage history. This device is used for treatment. Initial product history search was conducted and revealed no additional complaints against the related part and lot combination. The most likely cause of the guide report ably not targeting correctly cannot be determined as the event was not recreated.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that during drilling of the hip and distal screws the drill holes were reported as incorrect and would not allow for drilling.